Event description:
Literature: vergani f, landi a, pirillo d, cilia r, antonini a, sganzerla ep. Surgical, medical, and hardware adverse events in a series of 141 patients undergoing subthalamic deep brain stimulation for parkinson disease. World neurosurg. Apr 2010;73(4):338-344. Summary: the authors reported a single center, retrospective analysis of complications in a large population of parkinsonian patients with a long-term follow-up (mean, 4.6 years). A total of 141 patients underwent bilateral subthalamic nucleus (stn) deep brain stimulation (dbs) between (B)(6) 1998 and (B)(6) 2007. In this series, neither seizures nor extradural/subdural hematomas were observed. Reportable event: one patient presented 1 week after surgery with a cerebrospinal fluid leakage at the calvarium that resolved after compressive dressing of the wound. Antibiotic prophylaxis with cefazolin was also administered. This complication required a longer in-hospital stay for the patient.

Manufacturer narrative:
(B)(4). One actual sample and photos attached in pmda were received and reviewed. Upon visual inspection of the photos, it was noted that the patient adapter was separated from the silicone tubing. During visual inspection of the sample it was noted that the patient adapter was separated from the silicone tubing. The complaint was confirmed in the lab for separated. No root cause could be determined. A batch review of this specific manufactured lot was performed with no issues found. Baxter will continue to monitor similar reports to determine if further actions are required.

Manufacturer narrative:
(B)(4). The sample has been reported to be available for evaluation and has been requested. The sample has not arrived at the manufacturer's facility yet. A follow-up report will be submitted when the sample is received and evaluated.

Event description:
A customer contacted a baxter representative to report that the transfer set tubing was separated from the adapter sleeve which connects the titanium adapter. The device was in use for 62 days. There was no disinfectant use on the set by the patient or doctor. No patient injury or medical intervention was reported along with this complaint.